Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. A review of the total daily dose history showed that the daily insulin delivery totals were inconsistent due to time and date reset. A review of the black box revealed that the date and time defaulted to factory settings. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Event description:
The reporter stated that the patient experienced a low blood glucose (bg) of 40 to 50 mg/dl with shakiness, sweating, and hunger. The patient's bg reportedly rebounded to the 200 mg/dl to 300 mg/dl range on the night of (B)(6) 2012; the reporter confirmed that the patient did not experience any signs or symptoms related to the elevated blood glucose. The reporter stated that on the night before (B)(6) 2012, the time was found to be correct but then reported that the time switched to am on the afternoon of (B)(6) 2012; the boluses programmed in the morning had reportedly switched to pm and boluses programmed in the afternoon, had reportedly switched to am. The health care provider (hcp) indicated that a review of the pump's history on (B)(6) 2011 found that the pump appeared to be switching am and pm; the reporter indicated that this issue was occurring for 4 to 5 months. During troubleshooting at the hcp's office, the hcp had performed an air bolus and the bolus was recorded correctly in the pump's history. The reporter denied changing any settings to the pump. There were no reported power interruptions and the reporter stated that the battery was replaced a month ago. The reporter also denied that the pump was exposed to x-rays. Customer support walked the hcp through rebooting the pump. When the battery was reinserted, the verification screen showed that the time/date reset to factory default settings. Cs advised that the patient be disconnected from the pump and that the patient go on a backup plan. The pump is being returned for further troubleshooting. This complaint is being reported due to the allegation that the patient experienced hypoglycemia while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.